Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead system had been exhibiting electrogram noise. Because the patient was not pacemaker dependent, the device following physician at that time elected to continue monitoring the pacemaker system. Subsequently, the patient was presented to the electrophysiology (ep) laboratory for an rv lead revision procedure. The chronic rv lead was surgically capped and the replacement rv lead was connected to the chronic device. When the connection was checked by the physician, intermittent rv pacing was observed. Because the patient was scheduled for an av nodal rf ablation, the physician elected to replace the chronic device. The replacement device was connected to the replacement rv lead. No further issues were identified.